Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system displayed localizer not connected during navigation. In trouble-shooting the polaris spectra system control unit (scu) was re-set, re-started cranial application and navigation resumed. Localizer not connected displayed, again, and the patient data was transferred to the stealthstation s7 system (nethog) and the surgery proceeded as planned, navigation worked successfully. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A fiber optic transceiver was sent to the site for replacement in the system. When the medtronic field representative arrived he was unable to replicate the reported malfunction. Therefore, the transceiver was returned to the manufacturer unused. No parts replaced on the system.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Upgraded software to synergy spine s7, i7 2.0.1. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
It is suspected site was not following recommended boot order for booting the system components. Site has been instructed accordingly and no further occurrences have been reported.